Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was unknown; therefore a batch review cannot be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during dwell 3 of 5. (B)(4) explained the message to the home patient (hp) and had the hp recycle the machine to clear the alarm. (B)(4) informed the hp to start over or use manual bags. Proper procedures per the user manual were reviewed with the hp. During a follow up with the home patient (hp), the hp did not notice any defects with the supplies. She did not know how the air got into the line. The hp said she did just what they said when she called and she resumed therapy successfully. She did not notify her nurse. The patient was advised to contact the nurse when there was air in the line during therapy. No patient injury or medical intervention was reported.